Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
During functional testing, the device prompted a "unit failed" message and diplayed a red "x" indicator. There was no patient involvement in the reported malfunction.